Event description:
It was reported that the customer stated the ilet charger was damaged and not effectively charging the pump, noting the pump indicated charging with a steady green charger light but the battery level did not increase after an extended period. Customer care provided support that included device use review and replacement logistics. Investigation of this case revealed a reported charger malfunction related to charging performance, with no device alarms and no evidence of rapid battery depletion on the pump. Symptoms included no adverse clinical effects. Outcomes included replacement supplies shipped. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive pending further assessment of the returned component and could be related to charger performance or user environment factors.